Event description:
This report involves the use of clear care contact lens cleansing solution. I have seen several reports considering this same topic, consumers having their eyes burned by confusing the cleansing solution with saline solution. Clear care is hydrogen peroxide based and causes severe burning and irritation of the eyes. So much so that I will be making a trip to the doctor and / or ophthalmologist today for treatment. I have done this before in the past, but the consequences of making this mistake are much worse this time I am concerned about permanent damaged to my eye. I wish someone would start a class action lawsuit against the manufacturer to have them address the chemical composition of their product, as well as the contained it is sold in, which is identical to the saline solution. Medication administered to or used by the patient: no; outcome: not sure this injury is temporary or permanent at this time. Visit to clinic / doctor; other explanation: this is what I plan to do today; do not know what the future needs will be at this time. When and how was error discovered: severe and immediate burning and irritation to the eyeball. Washing it out with saline solution does not alleviate this irritation and burning. Level of staff who discovered the error : consumer/family member/caregiver; who intervened: consumer/family member/caregiver. (B)(6).